Manufacturer narrative:
Submit date: 8/24/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports product was leaking near the luer lock system.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 1718600086 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) sample consisting of a used uvc catheter, received inside a generic plastic bag, was provided for evaluation. Additionally, two (2) catheters were returned connected to syringes and one an adapter. The sample presented signs of use. Under water test was performed and a leak below the strain relief could be identified in the catheter. According to the sample evaluation, the leak was confirmed. Potential causes of the reported event could include: 1) defective material: multiple components are used in the manufacture of this product. Component properties are tested by the suppliers and there are controls in place at the manufacturing site to prevent non-conforming material from being used. All dhrs are reviewed for accuracy prior to product release. In addition, during the manufacturing process, catheters are submitted to a 100% pressure testing. This potential cause is discarded. 2) customer misuse (excessive force, inappropriate use of cleaning agents, sharp objects, instruments, wrong technique, etc.): under water test was performed and a leak below the strain relief could be identified in the uvc catheter which showed signs of being used in a patient. 3) operator failed to follow process or inspection procedures: 100% of the catheters are submitted to a pressure test. The defect was noticed during use. For these reasons this potential cause is discarded. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause can be considered as misuse; this device was most likely damaged during use caused due to an inappropriate manipulation by the user. It is important to consider that the instructions for use warn: [exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. In addition the IFU states [the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli]. Based on the available information this potential cause could not be discarded. The reported customer complaint is confirmed. The most probable root cause was determined to be misuse by the user caused during inappropriate manipulation of the device. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes.